Event description:
It was reported the device does not hold charge. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). It was also noted that the upper case, lower case, battery drawer and side bail covers were broken, the battery contacts were compressed and the liquid crystal display (lcd) was missing segments.